Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the device was leaking at the three way connection. According to the report the patient is in good condition and there were no complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.